Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00429. It was reported that patient experienced ineffective therapy. Diagnosis revealed that right l1 lead is displaced and the left l1 shows impedance on all contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.